Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient was experiencing inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient was experiencing a stomachache and vomiting. The patient¿s cgm was reading low mg/dl and the bg meter was reading 290 mg/dl. The patient¿s parents brought the patient to the ER. The patient was treated for dka and was given zofran and IV fluids. The patient was discharged home after 1 day in the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.